Event description:
The customer states he obtained back to back results of hi and 236 mg/dl. Controls were not run. Treatment was not required and the customer states he feels fine. Return requested and replacement was sent.